Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe had foreign matter in the fluid path issues. The following information was provided by the initial reporter : when removing the needle shield, there is a residue falling off the needle shield, which cannot be used as vitreous puncture adr# 111232100202200141.

Manufacturer narrative:
Investigation summary : 1. Exec summary - no physical device samples were returned. \no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for ( foreign matter on needle shield) on this lot # 0160404. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 0160404 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.